Event description:
On (B)(6) 2021 03:00:01 *rv unipolar lead impedance 190 ohms. This was reported to carellnk clinic via remote transmission / last monitor session (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).